Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: detailed inquiry description: an experienced oncology nurse attached the tubing for a 5-fu bolus. The infusion infused for a few minutes before the patient heard a pop and the chemo leaked onto her blanket and the patient's blouse. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One photo was provided for evaluation. A proper evaluation could not be performed without a sample. The provided picture does not offer the details necessary to confirm the reported defect. The defect cannot be confirmed due to not having any evidence to support the reported incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.